Manufacturer narrative:
The product is promised for return but has not yet been received. As a result, we are unable to complete an evaluation. We continue our good faith efforts for the return of the product. A supplemental report will be provided if new information becomes available. (B)(4).

Event description:
Received a call on the (B)(6) call from an rn that I spoke to earlier in the day regarding a leak alarm. She now was calling because the art pressure waveform did not look right and the patient was complaining of back pain and decompensating rapidly. She sent me an image of the screen showing a barely visible art line but the balloon pressure wave form showed it was inflating and deflating appropriately. At this point, I told her to just take care of the patient. She called me back a while later and told me the patient expired. A chest x-ray was done in the early morning and the raised the patient 45 degrees and after that the patient started complaining of back pain and the re-positioned the catheter at bed side. I asked her to save the catheter to send back to maquet.